Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild tortuous and mild calcified popliteal artery to superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.